Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a customer experienced fluctuating blood glucose levels. The customer stated that he went low during the night and treated the low with two cookies, after which his glucose continued to fluctuate for about an hour before stabilizing in the 120¿140 mg/dl range. He also reported experiencing a low the previous afternoon followed by a high glucose level. Review of the reports showed multiple meal announcements made close together, which was identified as the likely cause of the lows. The customer was informed of this and advised that follow-up would be arranged with his training team to review proper meal announcement practices. The customer reported that his glucose levels ranged from a low of 50 mg/dl to a high of 236 mg/dl and remained outside the 70¿180 mg/dl range for approximately one day. He treated the low with two cookies and did not use any additional backup therapy. No ketone testing was performed, and there were no recent steroid injections, no professional medical intervention, and no other assistance reported. The customer stated that he did not have a blood glucose meter to verify his glucose levels. He reported feeling hot during the event but no other immediate health effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. He planned to monitor his glucose levels and contact support if further assistance was needed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.